Event description:
It was reported that the customer was experiencing high blood glucose levels (285 mg/dl). Customer changed her cartridge and placement site to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evlauation. Should new information become available, a supplemental form will be submitted.